Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This report is filed for the tear noted on the soft tip of the steerable guide catheter. A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. When the transseptal puncture was performed, the puncture was done through a patent foramen ovale (pfo), creating an angulation with the puncture. The steerable guiding catheter (sgc) and the clip delivery system (cds) were advanced to the left atrium (la); however, due to the angulation of the transseptal puncture, the system could not be advanced to the mitral valve. The decision was made to remove the devices and perform a new transseptal puncture. During removal of the cds, resistance was felt with the steerable guide tip and the clip was difficult to retract. The cds was slightly re-advanced and retracted again but resistance was still noted. Force was used to retract the cds into the sgc, and the devices were removed successfully. After removal from the anatomy, the devices were inspected, and it was found that when the clip was opened, it was jumpy. Additionally, the tip of the sgc was torn. A new transseptal puncture was performed and another steerable guide catheter and clip delivery system were used. Two clips were implanted, reducing the mr to 1-2. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4) as the steerable guiding catheter was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. The investigation concluded user technique as a definitive cause for the torn soft tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report filed additional information received: echo visualization was difficult and fluoroscopy was used while retracting the clip delivery system into the steerable guide catheter. It is possible that the clip was not fully closed while retracting the clip delivery system into the steerable guide catheter.